Event description:
It was observed that during the device evaluation, the subject flex video scope exhibited a large amount of black water flowing out from the insertion and control section. Additionally, the image showed error e315. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: unidentified foreign material adhered to the device based on the results of the investigation, it is likely the residue that remained after decontamination found on the device was an operational problem. The e315 was likely the result of stress and wear of the device. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.